Event description:
As reported: physician stated patient was being taken to the or for surgery of occluded right femoral artery. Follow-up with physician via text, post surgery, physician reported that it was disrupted posterior plaque, but manta footplate was well opposed to collagen plug. Surgery of right common femoral artery - manta was removed along with plaque.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted <7mm with moderate proximal posterior and distal posterior calcification, posterior wall calcification, and a depth measurement of 4.5cm + 1cm. Ultrasound and micropuncture were utilized to gain a mid-common femoral positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was achieved in two minutes, pedal pulses were clear, and no indication of disruption in flow present. Two days post procedure, the patient was taken to the or for an occluded right femoral artery. The surgeon noted during surgical intervention, disrupted posterior plaque caused the occlusion. The manta anchor appeared well opposed to the collagen plug, the manta device was explanted. The IFU procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.